Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller attempted a reset with assistance from technical support but was unsuccessful. Consequently, a replacement pump was issued, and the customer was advised to use an alternate backup therapy to maintain insulin delivery during the transition. The customer was given instructions on returning the faulty pump and acknowledged the steps required upon receiving the replacement.